Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of an 60 mm abdominal aortic aneurysm. It was reported that approximately 144 months post index procedure, the patient presented emergently to the hospital, where it was noted that the main body stent graft slipped off the renals artery which resulted in a type 1a endoleak. As per the physician, cause of the event was anatomy due to a dilation beyond the stent graft. No additional clinical sequalae were reported and the patient will be monitored.